Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a dirty collet and sleeve in the problem area of the pipetter assembly. The fse cleaned the sleeve and installed a new tip clamp. The instrument was inspected, tested without further problem, and returned to service.